Event description:
Consumer reported complaint for error message (e-2). Mother is calling on behalf of the customer, her 7-year-old son. Caller stated that the customer was experiencing frequent urination and thirst; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer; caller stated she would perform a blood test later. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 04/30/2026 and open vial date is (B)(6) 2025.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: frequent urination and thirst. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.